Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Device evaluation: the product was discarded; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a z9002 intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019. It was later explanted on (B)(6) 2020 due to residual refractive error. No complications, injury, or additional surgical intervention was required. The replacement lens is a non-johnson and johnson lens. The customer also indicated that the lens had been discarded. Reportedly, patient has recovered from the post-exchange. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4). .